Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a farapoint pulsed field ablation catheter was selected for use. A pre procedure transesophageal echocardiogram (tee) showed no evidence of pericardial effusion. The physician proceeded with femoral access, right atrial mapping, and insertion of the farapoint catheter through the faradrive sheath, following standard procedural protocols. Ablation of the cavotricuspid isthmus (cti) line for typical atrial flutter was initiated. Ablation had been ongoing for approximately five minutes, during which nine applications of energy were delivered. The farapoint catheter was positioned in the right atrium, laid parallel to the cti line, and never used perpendicular to cardiac tissue. No resistance was felt while maneuvering any catheters. During ablation of the cti line prior to any transseptal puncture a small pericardial effusion was identified. The procedure was immediately discontinued. The patient vital signs were not observed at the time of discovery. All catheters were withdrawn, and protamine was administered to reverse the previously administered heparin bolus. The patient was monitored in the procedure room for one hour and remained stable before being transferred to the postoperative unit for continued observation until discharge. The pericardial effusion was very slight and required no intervention beyond monitoring. No perforation location was confirmed, although the physician suspected a possible site in the right atrium. The patient was not admitted. The physician expressed concern that the pericardial effusion may have been related to pulsed field ablation (pfa) energy or the farapoint catheter. Attempts were made to provide additional education regarding pfa energy, but the physician was unavailable for a full discussion and agreed to a future conversation with boston scientific. The patient has a history of heart failure and received an ICD approximately five months prior. A pacemaker representative evaluated the ICD post procedure and reported no changes in lead parameters. The case was discontinued without further intervention, and the patient was monitored with an expectation of full recovery.